Event description:
It was reported that the patient was at the emergency department for pain and suspected therapies delivered. A transmission report indicated that the right atrial (ra) lead exhibited oversensing on stored electrograms (egm).  The  implantable cardioverter defibrillator (ICD) withheld therapy for supra ventricular tachycardia (svt)  that was detected as  ventricular tachycardia (vt). The device and lead  remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial rr included an annex d code a071301 that was erroneously added it has been removed. G1 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was at the emergency department (ed) for pain and suspected therapies delivered. A transmission report indicated that the right atrial (ra) lead exhibited oversensing on the stored electrograms (egm). The implantable cardioverter defibrillator (ICD) delayed therapy for ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes relative to the programmed device detection discriminators. The device and lead remain in use. No further patient complications have been reported as a result of this event.